Manufacturer narrative:
The reported event was confirmed. The six unopened coude orange intermittent catheters were returned. The five of the six catheters appeared to have a misaligned coude catheters. The catheter was straightened to determine whether they were due to the bends (or) other manufacturing related issue. Three of the five catheters were found to be misaligned after straightening. The other two misalignment appears to have been due to the catheter bends. The sixth catheter that had no apparent misalignment issue was taken out of the packaging and straightened out as well. No issues were found. As two of the bended catheters appeared to cause a coude misalignment, this would be a manufacturing related issue and was considered to be out of the specification as this device was intended to have an aligned coude curve and indicator. Due to this reason, it was found that there was a relationship between the reported event and the device. Based on the event it appears that the device was used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the patient had trouble in using the coude catheters as they were bent along with the shaft. Per evaluation, it was found that three of the catheters had misaligned coude catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had trouble using the coude catheters as they were bent along the shaft.